Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had trouble with the sensor and was getting constant cal errors and change sensor errors after a few days. Customer inserted a sensor today and got 2 cal errors and a change sensor alert. Customer stated that she had an issue last week or a couple of weeks ago when she got change sensor alert around day 3. Customer took a break from sensors for about a week as she didn't want to run out of sensors early. Customer received a threshold suspend alarm twice. Sensor was reading low in the 60's while the customer's blood glucose level was in the 90's mg/dl. Customer was later called back and it was found that the customer had a slight bend in the bottom. It was explained that the sensor bending can cause a lot of calibration errors along with discrepancies in the readings. No additional information provided.